Event description:
I had the essure coils inserted in (B)(6) 2013. During my 3 month follow up x-ray one of the coils was sitting at the bottom of my pelvic floor instead of in my fallopian tube. Surgery was scheduled for (B)(6) to retrieve the coil. Once in surgery the doctor saw the coil was broken into 4 pieces. He removed the broken coil and both fallopian tubes to remove other coil in case, both were defective.